Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty to deploy the clip appears to be related to patient morphology/pathology, as the rotated heart likely resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip. The reported difficulty grasping appears to be due to a combination of patient morphology/pathology (rotated heart and restricted posterior leaflet) and user technique/procedural circumstances of sub-optimal imaging. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was noted as difficult. The first clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the anatomy; however, the clip was able to grasp both leaflets. During deployment, the actuator knob was pulled, but the clip did not release from the system. Troubleshooting was performed and after 7 minutes, the clip deployed successfully. 2 clips were implanted, reducing the mr to 2. The patient remains stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.